Manufacturer narrative:
The investigation into the patient's vascular damage-peripheral vessel has been completed. No product was returned. As per the clinical investigation, the impella introducer sheath kinked during removal of dilator due to obese patient condition. Due to reintroduction of dilator, right femoral artery got dissected with patient anatomy complication. The cause of the introducer damage issue was an introducer sheath kink during removal of the dilator due to obese patient condition. The cause of the vascular damage issue was patient condition related with patient having obese condition and reintroduction of dilator causing a right femoral artery dissection.

Event description:
The user facility reported a 62-year-old female patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Patient experienced access site bleeding caused by introducer damage and vessel dissection. There was a surgical cutdown to repair vessel damage.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿